Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure the physician had difficulty implanting the atrial lead. The helix of the atrial lead was slightly deployed. The lead was not used and a new atrial lead removed from the packaging. This lead was examined before implant and the helix was also slightly deployed. The physician un-deployed the helix and implanted the lead. No patient complications have been reported as a result of this event.